Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
An optometrist reported that a pt who underwent laser insitu keratomileusis (lasik) returned for post-operative examination. The autorefraction indicated an unexpected post-operative outcome, with hyperopia and astigmatism. The pt will be examined at a related corporate laser center after a month. There are two related reports for this pt. This report addresses the pt's right eye.